Event description:
This rv lead was implanted on (B)(6)2006 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that this lead has noise and its terminating the threshold test. The following physician was dr.(B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).